Event description:
It was reported that the asymptomatic patient presented to clinic in backup mode. Two attempts to perform a download failed. Measured battery data in 2005. Noted roughly 2.3 years to elective replacement indicator (eri).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.